Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant procedure in 2017, however, incontinence did not improve as the patient required the use of 4 incontinence pads per day. The physician considered that the incontinence was caused due to an oversized cuff. A surgical intervention was performed in which the existing device, with 4.5 cm cuff, was explanted and replaced, using a 4 cm cuff. Through cystoscopy, it was possible to determine that the new cuff coaptates to urethra. Patient was said to be fully recovered. No additional information was reported.